Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and suspicion of lymphoma alcl.

Event description:
Patient reported right side ¿seroma, swelling and skin allergy¿. Healthcare professional later reported that results of a cell inspection tested positive and "bia alcl" was suspected. Histopathological markers were not reported. The device remains implanted.